Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump software did not suspend insulin delivery. Additionally, it was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported adverse impact to the customer's blood glucose level. No additional information regarding the issue was provided.